Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable. The allegation of a missing sensor wire was not confirmed via product investigation. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional. H6: investigation findings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.